Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that, all of a sudden, the patient could not feel the stimulation sensation. The patient stated that they used to have to get into a laying position with their leg up to feel the stimulation, but they cannot feel it while getting in the same position now. The patient had moved the settings all the way up to 16 in the past and they still could not feel the stimulation. On the call, the patient used the programmer to communicate with the ins and it showed low ins battery; the controller battery was at 100%. It was reviewed that when ins charge level gets too low then therapy will turn off and it was recommended to charge the ins. The patient also mentioned that they had slipped and fell on their back. The patient called back later and patient services (ps) helped the patient increase the stimulation on the current group a, but the patient still didn't feel the stimulation. The patient changed to group b and didn't feel stimulation when it was increased. The patient repeated that they fell last week or so but also said that, maybe a couple weeks ago, they were sitting on a metal bench and backed their bottom up to the back of the bench and when the ins hit up against the back of the bench the patient felt pain in their lower back. The patient thought maybe this was causing the problem. Ps directed the patient to call their healthcare professional for an appointment to check the ins. No further complications were reported.